Manufacturer narrative:
The field service engineer replaced the r-probe, completed all adjustments in the service software, and performed checks verifying the instrument's proper function. No further issues were reported since the service visit. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The reagent lot number and expiration date were requested but were not provided. Investigation is ongoing.

Event description:
There was an allegation of a questionable magnesium result for two patient samples tested on the cobas c303 analytical unit. Patient 1: initial result was 3.02 mg/dl repeat result was 2.03 mg/dl patient 2: initial result was 4.77 mg/dl repeat result was 1.99 mg/dl the repeat results were deemed correct.